Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed cartridge to address the issue. Customers blood glucose was 600 mg/dl at the time of event. Elevated blood glucose was addressed by manual insulin injection.